Event description:
It was reported that during implant, the lead's helix would not deploy after being retracted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: helix disengaged from helical channel. Blood/body fluid was present on the helix mechanism. Mechanical examination revealed the helix would not extend due to being over-retracted. The full lead was returned and analyzed.